Event description:
It was reported by the patient and a nurse that a manufacturer representative had informed them the patient had a known impedance issue with one of the leads. The nurse inquired whether this condition could cause intermittent interruption of therapy or potentially cause the patient to become unresponsive. It was reviewed that impedance issues may affect the delivery of therapy to the intended targets. The nurse expressed uncertainty about whether this could cause the patient to become unresponsive. The patient was redirected to the healthcare provider for further evaluation and management.

Manufacturer narrative:
Continuation of d10: product ID: 3387s-40, lot# va1fy4e, implanted: (B)(6) 2017, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va1fy4e, ubd: 25-oct-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.